Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that a patient underwent a sling procedure for stress urinary incontinence on an unknown date in (B)(6) 2019 and the mesh was implanted. It was reported that the patient is now having to have it removed as a result of erosion into the urethra. It was also reported that the patient will also have to have the urethra repaired during that surgery. It was reported that the patient had stress urinary incontinence for many years and now it is worse than it ever was, and the patient will need to have surgery as soon as possible but it may be delayed by covid issues. It is also reported that the patient is in pain. Additional information was requested.